Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by draw test and no issues were observed relating to component separation( breakage) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the device experienced the hub separating from the device. The following information was provided by the initial reporter. The customer stated: needle hubs popping off during collection. I just have a quick question, not sure if you can help, but at the lab here we have had a few of our butterfly needles malfunction. The hubs are popping off the needle while we are drawing blood. It's happened about four times to different people, so I don't know if it's the whole container of needles that are the issue or just a couple. But, I wasn't really sure what to do about that, as that's never happened before... If you could point me in the right direction.